Event description:
It was reported while the pencil was laying on the patient's ankle, the generator activated itself causing a superficial burn to the ankle. The unknown procedure was completed with same pencil and another generator. The burn was treated with no furhter consequence to the patient.